Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Concomitant products: product ID 8709, lot# j11176r59, product type catheter; product ID 8709, serial# (B)(4), implanted: (B)(6) 2007, product type catheter. (B)(4).

Event description:
Additional information received reported the device was explanted.

Event description:
It was reported a critical alarm was heard and confirmed by telemetry. The critical alarm was occurring due to a motor stall. The stalls were intermittent and repeated. It was noted the patient slept on a motorized bed. The patient was noted to have been at dinner during one of the stalls. The patient had some nausea but was not sure if it was related to the pump or due to oral medications. The pump contained baclofen, bupivacaine and another drug. It was further reported the patient began to hear "one long beep" a couple months ago and it happened once a month. The patient began to hear a dual tone beep at the beginning of the week. Also heard it on friday, once saturday and twice today. Potential withdrawal was also reported. The patient had flu-like symptoms and for the past 2 months, the patient had been vomiting every day. The patient was also feeling "lousy". The other drug in the pump was reported to be dilaudid.

Event description:
It was reported the patient had their pump and catheter removed due to a "growth in the patient's spine." The catheter needed to be removed so they could "get at the growth." They decided to remove the whole system.

Manufacturer narrative:
Analysis of the pump (sn (B)(4)) found the pump head had a hole in the pump tube from mechanical wear. Analysis also found a motor feed through anomaly caused by shorting across the insulator.